Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted by dr. (B)(6) at (B)(6) hospital. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
As reported by the patient's attorney, an obtryx sling was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.